Event description:
It was reported that the right atrial (ra) lead was explanted due to unknown issues. Subsequently a new ra lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that the right atrial (ra) lead was explanted due to unknown issues. Subsequently a new ra lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. An extracting stylet was returned stuck in the lead. Environmental stress cracking (esc) was observed in several places on the lead surface. The setscrew marks were in correct location on the terminal pin. The helix was retracted, and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and it passed, indicating the conductors were intact on the segment of lead returned. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.